Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue. (B)(4).

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results obtained of lo. The customer's expected fasting blood glucose test result range is 90 to 130mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 102mg/dl (B)(6) 2016 09:00 am fasting: no, 94mg/dl (B)(6) 2016 07:09 am fasting: yes, 174mg/dl (B)(6) 2016 07:08 am fasting: yes, lo (B)(6) 2016 07:07 am fasting: yes, 96mg/dl (B)(6) 2016 10:52 pm fasting: yes. Memory concerns: customer is concern will the lo blood results. Customer states that she run a blood test and got a lo blood results. Customer then run another test and got 96mg/dl.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results obtained of lo. The customer's expected fasting blood glucose test result range is 90 to 130mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concern will the lo blood results. Customer states that she run a blood test and got a lo blood results. Customer then run another test and got 96mg/dl.